Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced 6 infusion set cannula being kinked event on (B)(6)2023. The cannula was noticed to be kinked within 3 hours of insertion. The site of insertion was at thighs or upper buttocks. The patient replaced the infusion set and resumed insulin delivered successfully. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1911352- MDR 3003442380-2024-13840- device 4 of 6